Event description:
Complainant alleged that during an inservicing of the product by a zoll sales representative, the device discharge buttons functioned intermittently. The complainant indicated that there was no patient involvement in the reported malfunction.